Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, 1 opening assessed, as unidentified (tear) opening (shell thickness was within specification). Missing shell assessed, as inconclusive. No other observations observed. No further actions are required, as no manufacturing issues are observed.

Event description:
Healthcare professional reporting, rupture. Diagnosed by MRI. This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation: rupture.

Event description:
Healthcare professional reporting rupture diagnosed by MRI. This relates to the left device. Device has been explanted and replaced.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. No additional observations. No further actions are required as no manufacturing issues are observed. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side rupture diagnosed by MRI. Device has been explanted and replaced with non-allergan device.